Event description:
See initial report.

Manufacturer narrative:
H.10: investigation results revealed that no deviations could be detected and the device was found to be properly working. The root cause of the reported issue remains unknown.

Manufacturer narrative:
There was no patient involvement and no patient information were provided. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp gave a timeout error message during procedure with no monitoring and as it continued, the revolutions went down to zero. When error was overridden, clamp could be opened and bypas re-established, which took in total 20 seconds and gave a strange reading at connect recorder. There was no report of patient injury.